Event description:
It was reported that the system was causing more pain for the patient. As a result, surgical intervention was undertaken in early 2022 where the system was removed. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6) , batch: a000113018.